Manufacturer narrative:
This is a combined initial and final report which includes the investigation results. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. The event does not allege a labeling issue or device related infection; therefore, no lot history review or manufacturing mitigations review are required. Imagery was not provided for evaluation. As such, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Event description:
Edwards received notification of an evoque valve in tricuspid position where on post-operative day (pod) 0, temporary pacing intervention was required. On pod 1, a leadless pacemaker was implanted 'secondary to hear pauses, and elevated risk of progression to complete heart block per our ep team.'